Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: (B)(4). The complaint device was returned for evaluation. The reported leak was not confirmed via returned device analysis. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Event description:
This event is being filed because the steerable guiding catheter (sgc) leaked during preparation, which if it were to reoccur during use has the potential to cause or contribute to adverse patient effects such as air embolism. It was reported that during preparation of the steerable guiding catheter (sgc), the sgc could not hold column and a leak was suspected; thus, the sgc was not used. There was no reported patient involvement and no reported clinically significant delay in the procedure. A new sgc was used to successfully complete the procedure. There was no additional information provided.